Event description:
Per the clinic, the patient experienced poor wound healing at the implant site, exposing the receiver/stimulator (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025.